Manufacturer narrative:
The insulin pump powered up properly after battery installation. The pump was received with operating currents within spec. The pump was monitored and no blank display anomalies were noted. The pump passed self-test, error test, rewind, basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump was received with cracked battery tube threads and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 80 mg/dl. The customer did not report any physical damage to the pump. The pump was not exposed to moisture. The customer used aaa alkaline (B)(6) battery. The insulin pump will be returned for analysis.